Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: gabelmann, a. Et al, (2001). Percutaneous techniques for managing maldeployed or migrated stents. Journal of endovascular therapy, 8(3), 291-302. Complaint conclusion: as noted in the literature publication, gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of a (B)(6) male with implantation of a palmaz stent for treatment of tipss revision. The palmaz embolized into the inferior vena cava due to insufficient overlap. It was repositioned with a balloon in the common iliac vein. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors may have contributed to the reported event. As no lot number was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the literature publication, gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case of a (B)(6)male with implantation of a palmaz stent for treatment of tips revision. The palmaz embolized into the inferior vena cava due to insufficient overlap. It was repositioned with a balloon in the common iliac vein.